Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a family member that the patients heart rate is lower with concern the implantable pulse generator (ipg) is not working. The ipg remains in use. No further patient complications have been reported as a result of this event.